Event description:
Ethicon ultrapro partially absorbable mesh was used 2011; (B)(6) had a hysterectomy and abdominal repair. Pt developed an incisional hernia and had complex abdominal reconstruction. A resection was performed and she had repair of her abdominal wall with component separation, retrorectus placement of prosthetic mesh as well as onlay placement. Wound healing problems with purulent drainage from her abdomen. A 30 x 30 cm ultrapro mesh was placed in the retrorectus space. The area where the tumor had been excised was a large anterior rectus sheath defect. In order to reconstruct normal abdominal wall anatomy another piece of 15 x 15 ultra pro was used as an overlay to connect the anterior rectus sheath together. On (B)(6) 2012 infected abdominal wound with infected mesh following repair of abdominal hernia. Removal of onlay mesh and retrorectus mesh. Mesh was seen exposed in her wound which had a marked amount of gross purulence.